Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the scope worked and flexed normally in left ureter. On the right side, the surgeon noticed that the scope was not flexing smoothly, but it worked. Then the scope did not flex at all and became stuck in the ureteral access sheath that was in the patient's right ureter. They had x-ray come in with the c-arm. The dr used scissors to cut the access sheath. Then they were able to safely remove the scope under x-ray. It looks like the scope had a slight break in the sheath. They were not sure if it got hung up on the access sheath. The dr would be a better witness to exact details. They were confident that no pieces were left behind.